Event description:
It was reported the patient experienced ineffective therapy from the scs system. As such, the patient underwent surgical intervention on (B)(6) 2019 where an additional lead was placed. It was stated the patient needed coverage on the right buttock to the right foot, but only had stimulation on the left side. It was also stated while opening the ipg pocket, the physician cut the original left-sided lead, and decided to leave the left lead implanted, but disconnected. However, the terminal end of the left lead was removed from the ipg. The new lead was placed at t8-t9 along with the old severed lead. Reportedly, the patient has effective coverage with the one new lead.